Manufacturer narrative:
On (B)(6) 2013 date of incident. During procedure. No injuries due to the unit failure. On (B)(6) 2013 the complaint unit was received from the field for evaluation. Refer to evaluation# (B)(4) - visually, no defects were noted. Handpiece primed and cut successfully. Disassembled unit to verify internal components. No damage or defect noted. Could not duplicate malfunction. Handpiece was discarded after testing. On (B)(4) 2014, a review of console history (s/n (B)(4)) was performed during the months of (B)(4) 2013 and showed that (B)(4) reported complaints originating from this console. The complaints database was reviewed during the months of (B)(4) 2013 and showed that there were (B)(4) complaints reported from this facility. In lieu of requesting the console back for evaluation, an email was sent to the sales rep on (B)(4) 2013 informing them of the amount of complaints received from this facility and to advise them to retrain the facility. Since the email, the rate of complaints reported from this facility have decreased. There have been two (2) reported complaints since alerting the sales rep. The facility and console will continue to be monitored for further complaints.

Event description:
In the middle of procedure hand piece stopped cutting. Checked everything even reprimed and still no results. Had to use another kit.